Event description:
Information received on (B)(6) 2013 stated that patient had erosion. Unsure of the lead status. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).